Manufacturer narrative:
(B)(4).

Event description:
It was reported a recent remote transmission revealed the estimated device longevity had unexpectedly depleted within a seven month period. There was no reporting of device therapy or a programming change during the time between the two transmissions. The current plan is to remotely monitor the patient until the device reaches elective replacement indicator. The device will be replaced at that time. The patient condition is stable.